Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from post market clinical follow up sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, following a trauma procedure with the use of a modular rail system to address a length discrepancy of the femur, the patient experienced a premature union of the bone which required an additional corticotomy. An specific onset date for this complication and for the corticotomy conducted is yet to be confirmed. The patient's outcome is unknown. Further information is not known.

Manufacturer narrative:
H10: additional information has been received by the manufacturer. This complaint has been reopened to assess the new information. The results of the investigation will be eventually provided once it is concluded.

Event description:
It was reported that, following a lengthening procedure performed on (B)(6) 2017 with the use of a modular rail system to address a length discrepancy of the femur, the patient experienced a premature union of the bone which required an additional corticotomy on (B)(6) 2017. The patient was reported to be doing well after this procedure. Further information is not known.

Manufacturer narrative:
H11: updated results of investigation: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, per case details, the patient reportedly underwent an additional corticotomy approximately nine moths after placement of a modular rail system due to premature union of the bone. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined due to insufficient information provided. However, it has been further communicated, ¿the patient is doing well after the procedure.¿ no further clinical/medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.